Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced at power up. System error 105 was confirmed through a review of the event history log and found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105 during therapy in the intensive care unit (medication, programmed amount and delivery rate unknown).the customer also stated that nurse restated therapy which ran for several more hours before occurring again. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.